Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2019)') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2019)). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2019)'). In a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2019)). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('menorrhagia'). In a female patient who had essure inserted for female sterilization. The patient's medical history included: bipolar I disorder, alcohol use disorder, cannabis dependence, unspecified use, opioid use disorder, polymenorrhagia, subserous leiomyoma of uterus and adenomyosis uteri. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic vaginal hysterectomy, with salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: wailing coils in uterus: 4. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: patient dob, medical history added, product insertion and removal details updated. Event: medical device removal updated to event menorrhagia. Rcc added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.